Event description:
Deployment of the zenith endovascular graft was practiced outside of the basic guidelines for device deployment. Variations to the deployment protocol are assisted by the advancement of add'l wire guides via a brachial approach to assist in device deployment. The main body graft was advanced to the appropriate location in the aorta, suprarenal stent and both limbs were deployed consecutively. Wires were then advanced via a brachial approach through the main body graft to the femoral artery. Ipsilateral leg graft was deployed, ensuring the patency of the right hypogastric artery, since preoperative assessment opted to occlude the left hypogastric artery due to the condition of the vessel. After the ipsilateral iliac leg graft was molded, a slight stenosis was viewed in the graft. The physician advanced a 10mm angioplasty balloon catheter and inflated the balloon to a low pressure to resolve the stenosis. The inflated balloon resulted in a dissection of the artery, which noted a "flap" of the vessel to occlude the origin of the right hypogastric. No intervention was performed concerning the dissection, with the conclusion that the vessel would repair itself. The contralateral iliac leg graft was then deployed with the intent of preserving the left hypogastric. The selected leg graft landed very short of the landing zone above the left hypogastric artery, and a slight but evident distal endoleak was detected. An iliac leg extension was deployed distal to the leg graft in order to obtain a good seal in the vessel. The endoleak was resolved, and patency of the left hypogastric observed. During the placement of the leg extension the left hypogastric appeared dilated with the flow through the artery much improved. Procedure was concluded with no visible endoleaks observed.